Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation, there was liquid contamination on the battery board and the d2 diode on the bedside board was shorted. The cause for the failure was isolated to the contaminated battery board and the shorted component. The root cause for the contamination was ingress of an unknown liquid. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the battery charger/modem was unable to power on.